Manufacturer narrative:
E1:name:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set bent cannula after one day of use at the abdomen leading to high blood glucose of 260 mg dl on (B)(6) 2026.